Manufacturer narrative:
(B)(4). It should be noted that the graftmaster coronary stent graft system instructions for use (IFU) states: note the product use by date specified on the package. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It was determined that the reported failure to advance appears to be due to the operational context of the procedure. The reported patient effect of death, as listed in the graftmaster IFU is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effect was not determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that during the procedure in the mid circumflex (cx) artery, a perforation occurred causing the vessel to become occluded. The patient experienced cardiac tamponade, which became life-threatening as the patient became critically hemodynamically unstable. Attempts were made to stabilize the patient; however, the patient's hemodynamics continued to decline. The 2.8x16mm graftmaster failed to cross the lesion due to the tortuosity of the artery. The patient expired before any other additional treatment could be performed. No autopsy was performed as the cause of death was deemed to be related to the perforation and subsequent cardiac ischemia and tamponade. There was no additional information provided.